Manufacturer narrative:
The patient¿s initial culture was reported under medwatch MFR report #2916596-2018-04301. Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that cultures were repeated on (B)(6) 2018 and found positive for scant staphylococcus aureus, mixed skin flora, with probable contamination. A thoratec stabilization belt was to be ordered for securement of the driveline. The patient¿s skin appeared to be irritated around the foley anchor adhesive. Cultures repeated on (B)(6) 2018 were found to be negative.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A specific cause for the report of positive driveline cultures could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of positive driveline cultures could not conclusively be determined through this evaluation. According to the account, cultures were found positive on (B)(6) 2018. The patient¿s skin was noted to be irritated around the foley anchor. A stabilization belt to secure the driveline was to be ordered. Repeat cultures on (B)(6) 2018 were negative. The patient remains ongoing on (B)(4). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline, local, and pump pocket infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information on controlling infection in the patient care and management section. The heartmate ii lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cultures were repeated on (B)(6) 2018 and were found positive for scant (B)(6) ((B)(6)). The infection was treated with short course of doxycycline.